Event description:
It was reported that the pump battery could not be charged. It was discovered that the customer was using non-tandem provided charging supplies to charge the pump. There was no adverse impact to the customer's blood glucose. Reportedly, the pump successfully began charging after leaving the pump plugged into the power source.